Manufacturer narrative:
Unit received with operating currents within spec. Unit passed self test, restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Programmed fill cannula to deliver 5 units with no errors. No fill cannula programming anomaly noted. The no delivery alarm functioned properly during the basic occlusion and occlusion test. No cosmetic damage noted during physical inspection.

Event description:
The customer reported via phone call of unexplained high blood glucose of 430mg/dl and treated with an injection. Customer is unable to fill the cannula and troubleshooting assisted with this. The high pressure test failed on the first 2 tests and passed on the 3rd one. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.